Manufacturer narrative:
The following devices were also listed in this report: mck femoral-rm-ll-sz 3; cat # 180513; lot # bdb8-1 mck tibial baseplate-rm/ll-sz 3; cat # 180613; lot # 26241023-01 it cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. Reported event an event regarding pain involving a mako insert was reported. The event was not confirmed. Method & results product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. Clinician review: no medical records were received for review with a clinical consultant. Product history review: review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the reported lot. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Further information such as return of the device, pathology reports, pre- and post-operative x-rays and the primary operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If devices and / or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
Revised a right knee medial mck due to pain. He revised to a primary triathlon.